Event description:
Tibial insert would not seat on the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthaesia time.

Manufacturer narrative:
The reults of the evaluation, although inconclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures.